Manufacturer narrative:
Investigation: customer returned no images, but a link to a video. This video does not appear to feature the safeclip in question. Without the sample and with no images of the product, no evaluation can be performed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos of this particular product were returned.

Event description:
It was reported that while using bd safe-clip¿ the needles are not being cut. The following information was provided by the initial reporter, translated from spanish to english: the patient's caregiver , which refers that the safe clip does not cut the needle correctly, so re-training is scheduled for (B)(6) 2021 to be able to correctly visualize this problem, in the training with the nurse educator it is evident that the needle cutter does not perform its function correctly, it does not enter the needle in its entirety and the part that enters does not cut it if it does not bend it, which is why it is required to the patient's guardian the batch number of the device, below I attach patient and guardian data.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd safe-clip¿ the needles are not being cut. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient's caregiver , which refers that the safe clip does not cut the needle correctly, so re-training is scheduled for (B)(6) 2021 to be able to correctly visualize this problem, in the training with the nurse educator it is evident that the needle cutter does not perform its function correctly, it does not enter the needle in its entirety and the part that enters does not cut it if it does not bend it, which is why it is required to the patient's guardian the batch number of the device, below I attach patient and guardian data.